Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. This lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).